Event description:
It was reported that the surgeon described as aseptic loosening of the acetabular component, with celluar tissue responses. Loosening / lack of ingrowth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the device in the u.s.